Manufacturer narrative:
Internal report # (B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results and e-3 error. Customer reported no symptoms, and does not need medical attention. The error message appeared as soon as the test strip was inserted in the meter. The test strips were open a week ago. The customer stores the strips in proper area but left the vial container open for over a week. The customer opened a new vial of test strip (lot # pr2161) performed a blood test with the new vial of test strips and the result was 208mg/dl.